Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compressor mini 115v, corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on information provided, the issue was resolved by replacing compressor tubing kit. The device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor generated alarm for low pressure. There was no patient harm reported. Manufacturer's ref #: (B)(4).